Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 29 mg/dl. The blood glucose level was 70 mg/dl and 264 mg/dl. Customer treated with insulin pen for high blood glucose. Customer stated that the drive support cap was normal. The product will not return for analysis.